Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. P-cap locks properly into the reservoir compartment. No alarms were noted during testing. Successfully downloaded history files and traces using thus software. The adapt tool and detail trace file were utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. Pump error 63 and pump error 4. Pump error 63 (variable info = 12, file number = (B)(6) and line = 341) was triggered was triggered three times on 12/24/2023 at 8:58:15 through 09:02:56. Per software engineer log it was determined the pump error 63 was due to arm watchdog failure (suspecting hardware issue). Isolate to electronic assembly. Main processor communication alarm (fault 4, file number = (B)(6) and line number 2727) was confirmed on 12/24/2023 at 9:02:53. Per software engineer log it was determined fault 4 was the consequence of the error 63. Isolate to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. The following were noted during visual inspection: battery tube threads - cracked, label damage(stained), cracked case-corner of belt clip rails, cracked case (battery tube), cracked case and scratched case. In conclusion, customer concern for critical pump error alarm (open book) was not confirmed during testing. Pump error 63 and pump error 4 were confirmed in the history and trace files due to possible hardware. Moisture damage was confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm. Troubleshooting was performed and found that the pump was not dropped or bumped, nor exposed to water. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.